Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
During social safeguard cyber review (arthrex chatter community), on 9/5/2018, a potential device issue was discovered. Additional information was requested and received on 9/10/2018. Additional information obtained 9/10/2018: during an mrp fusion procedure a 4.0 x 40mm quickfix cannulated titanium screw, ar-8740-40pts (lot unknown), broke at the end of insertion. The only part of the screw that broke was the head of the screw during the last few turns of insertion. The sales rep reported, per the surgeon, that the screw is still compressing the fusion site and doing it's intended purpose. A 3.5/4.0mm hexalobe t15 driver (ar-8943-12) was being used to implant the screw. It was also reported that a new resident physician was inserting the screw under supervision of the attending physician. It was reported to be unknown if the screw broke due to lack of experience by the new resident physician or due to screw malfunction. Prior to implantation the bone was prepped with a 2.5mm cannulated drill bit (ar-8737-09). The head of the screw that broke off was discarded by the facility.